Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 30-jun-2021: no patient incident ? Found during testing. H6: event problem and evaluation codes: corrections after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a missing battery door. The customer stated problem was duplicated. The customer's reported problem was confirmed. The device was found to have an alarm error code 41171 in red screen during power up and its indicate a problem with software rev a timing issue. It was determined that the microprocessor board was malfunctioned. The microprocessor board was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error code 41171. It is unknown if there was a patient, or clinician injury associated with this occurrence.